Manufacturer narrative:
B3: event date was unknown; no information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the occlusion test of the pm, instead of the plunger retracting, an audible ¿pop¿ was heard and the plunger stopped abruptly, displaying the message travel course error as this is a high-priority alarm, it could interrupt therapy. The event occurred during routine preventive maintenance.based on this information, the event is considered reportable. No patient involvement and no additional adverse consequences were identified.